Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked battery tube threads and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 17.8 mmol/l at the time of incident. The customer stated that they treated the blood glucose with manual injection. The customer stated that they were unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised revert to back-up plan. The customer mentioned that the insulin pump screen was blank. The insulin pump was returned for analysis.